Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient came in for an unexpected follow-up due to a lead integrity alert (lia). The right ventricular (rv) lead exhibited high impedance and short non-sustained tachycardia (nst) episodes. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and the distal conductor of the lead developed a fracture due to flexing while in vivo.